Event description:
It was reported that post a drug-eluting stenting treatment procedure, where a taxus express2 stent was implanted, thrombosis and myocardial infarction occurred.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is anticipated procedural complications as this event is known physiological effect of the procedure and is noted within the dfu.